Manufacturer narrative:
A1: patient identifier updated per customer. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: it was reported that the patient was transplanted. No device related issues were reported or identified during the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6). (B)(6) was returned assembled with the driveline severed approximately 5¿ from the pump housing. The remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, part of the inflow conduit flex section, and inlet elbow) was returned attached to the pump¿s inlet port. Of note, the inflow conduit flex section was severed at its approximate midpoint, and the distal portion of the flex section was returned attached to the inflow conduit elbow. The proximal portion of the inflow conduit flex section and the apical sewing ring were not returned. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft elbow) was returned attached to the pump¿s outlet port with the graft severed approximately 1¿ from the graft hardware. The remainder of the sealed outflow graft and bend relief material as well as the bend relief collar were not returned. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications, and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instruction for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate ii lvas IFU, rev. An is currently available. Although no device related issues were reported or identified, the IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported through the patient outcome, the patient underwent transplant. Whether the outcome was device or therapy related was not provided by the customer. The device will be explanted but unknown if will be returned for evaluation.